Event description:
As reported for this event by the customer, during an unknown procedure the device screen blacked out and there was no image. There is no reported harm or adverse impact to the patient nor any persons.

Manufacturer narrative:
This device was recently repaired and this was the first use of the device after repairs. The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) electronic parts such as ics and capacitors have deteriorated over time due to repeated energization stress, etc., because the relevant parts have not been repaired for more than 5 years since purchase. 2) overcurrent flowed temporarily by plugging and unplugging the video connector while the system was on. 3) static electricity was applied to the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum jul 4, 2022: event occurred during preparation for use with no impact on the intended procedure. No other details are known.